Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2002 - patient underwent recurrent incarcerated ventral hernia repair with a composix e/x mesh. (B)(6) 2005 - patient admitted with a recurrent small bowel obstruction. He was treated with ng tube and IV fluids. (B)(6) 2008 - patient presented to the emergency room with abdominal pain. A work-up was done and the patient was discharged with instructions to follow-up with his surgeon. (B)(6) 2008 - patient underwent drainage of intra abdominal abscess, excision of infected mesh, removal of small bowel segment adherent to the mesh, and retention abdominal layer closure.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. It was indicated that the composix e/x mesh was sent to pathology, however those records were not included in the medical records provided. There were also no culture reports included in the medical records to confirm infection. Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. Also indicated was that the patient was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prothesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included verification of sterility was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.